Manufacturer narrative:
The reported event of noise was confirmed. Internal insulation abrasion was noted breaching the right ventricular cable lumen at 7.5-7.7 cm from the distal tip. The etfe coating was intact while the inner coil lumen was abraded exposing the inner coil in this location. Internal insulation abrasion was noted breaching the re cable lumen at 7.5-7.8 cm and 12.5-12.9 cm from the distal tip. The etfe coating was intact at these locations. The cause of reported event was isolated to the internal insulation abrasion breaching the inner coil lumen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was exhibiting noise. The lead was explanted and replaced. Patient condition was stable.